Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if any issues reappear. No additional information was received regarding the outcome of the event.